Event description:
Pt reports that his transfer set became disconnected from his catheter during use. Pt developed peritonitis and was treated as an outpatient with intraperitoneal antibiotics. Pt's transfer set was changed and pt recovered fully.